Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony led585 surgical light. The technician was informed that prior to his arrival that user facility personnel had replaced the screw on the surgical light. The technician tightened a few loose screws on the spring arm, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The light was installed in 2013 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The technician counseled user facility personnel on the importance of performing proper preventive maintenance for the harmony led585 surgical light. No additional issues have been reported.

Event description:
The user facility reported that a screw detached from their harmony led585 surgical light and fell into the sterile field. The screw was removed from the sterile field and the procedure was completed successfully. No report of injury.